Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie failed. The field service engineer (fse) arrived on site and checked the unit, identified drawer 4-2 with recurring failures in row b, inspected the drawer controller and cables, and found a loose connection on the tray, which was reseated to restore proper connectivity and function to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie pocket continued to fail despite the cubie being replaced. The issue had been ongoing for approximately two weeks and caused the entire drawer to fail. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.